Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported an inaccuracy that occurred while in a cranial biopsy procedure using a vertek. The surgeon registered verified accuracy and determined they were good to proceed with the surgery. The surgeon was operating on a superficial tumor and could see a vessel on the scan; created a plan that went ~2mm from the vessel. In advancing the biopsy needle, the vessel was nicked, causing the patient to bleed. The surgeon performed an emergency craniotomy and was successful in controlling the bleeding. The procedure was completed with the use of the stealthstation treon treatment guidance system.

Manufacturer narrative:
Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Unable to determine root cause with information available.